Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call and social media post of low blood glucose of 50 to 60mg/dl due to issues with tape adhesion. Customer was advised on how to upload to carelink and declined further troubleshooting. Customer indicated that they will call back at a later time. No further assistance was necessary.